Event description:
This has happened in the past as well. The libre 3 has defects. Libre reads in 50s and 60s and glucometer reads 110 or higher. Not reliable, caused n=me to go to ER as I was treating the low libre reading when it was actually 60-130 points higher than libre reading. Went to the ER this day because was treating low blood glucose readings and was concerned. Blood sugar was 62, 53, 54, 53, 69, 69, 66, 54. Blood sugar would not come up. Used glucagon pen as well. Went to ER and blood draw was 184. Alarm going off all night but blood sugar is not low. Threw box away after applying; catalog, lot, serial, and UDI numbers all unknown.